Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer. Patient product ID: 3487a, lot# l67463, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator only worked for 6 months after which the patient began to have "some issues" with one of the contacts losing continuity. Eventually since that time, the patient utilized his device on an "on and off basis." The battery died and was replaced. Refer to manufacturer's report # 3004209178-2012-10710 for additional patient and device information.